Event description:
It was reported that a malfunction occurred with a pump distributed by rubin medical ab in sweden, displaying malfunction code 3-0 x 2095, which required the pump to be replaced and was not resettable. There was no reported data available regarding the customer's blood glucose level at the time of the event. The pump was replaced under warranty, and the customer received instructions on returning the defective pump within ten days using a pre-paid label and return box provided by tandem technical support. The customer declined to share information on backup insulin therapy.